Manufacturer narrative:
(B)(4). Physio-control downloaded the device's electronic records from the event for review and was able to verify the device powered off multiple times during the event. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third-party service agent contacted physio-control to report that the customer was using this device to monitor a patient when it unexpectedly powered off. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
A third party service agent evaluated the customer's device and was unable to duplicate the reported issue. The service agent replaced the device's battery pins as preventative maintenance. After proper device operation was observed through functional and performance testing, the device was returned to the customer for use. Based on the information provided by the third party service agent along with the device's electronic download from the event, it is reasonable to conclude that the likely cause of the report issue was due to the battery not being securely latched into battery compartment #1 (use error), which resulted in an intermittent loss of connection to the battery connection pins. Device not evaluated by manufacturer.

Event description:
A third-party service agent contacted physio-control to report that the customer was using this device to monitor a patient when it unexpectedly powered off. There were no reports of adverse effects to the patient as a result of the reported issue.